Event description:
The reporter contacted animas on (B)(6) 2015 alleging time and date reset issue. The reporter stated that when the battery is removed for less than 24 hours the time/date goes to default to factory settings. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. The reporter stated that the patient had a blood glucose (bg) of 37mg/dl with loss of consciousness and cognitive impairment. The patient was taken to the emergency room and treated with glucagon injection and food/drink. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.